Event description:
The customer reported elevated sodium (na), potassium (k), and chloride (cl) results, for three patients, involving the unicel dxc 800 synchron system. The patient samples were reanalyzed on an alternate instrument and the lower results were reported to the hospital. The elevated results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. The customer was advised to disabled the ion selective electrolyte (ise) module. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) noted the ratio pump was pulling air from the lower seal. The fse replaced the ratio pump and proactively replaced the chloride (cl) electrode and carbon dioxide (co2) membrane. The fse verified system performance and returned the instrument to normal operation.